Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 370 mg/dl. Bg cause was unknown. Bg was addressed by a manual insulin injection. Customer went to the emergency room for the bg and showing signs of diabetic ketoacidosis and throwing up. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day. Reportedly, the customer was using off label insulin (fiasp) within the pump supplies. Tandem technical support informed the customer that fiasp insulin is off label per the tandem user guide.